Event description:
It was reported that a patient underwent an unspecified fusion procedure with posterior fixation to treat thoracolumbar scoliosis. Sometime post-op it was discovered that a screw broke at l5. The patient underwent a revision surgery 16 months post-op to remove the broken screw. During the revision, the fusion was extended one level to s1. No further patient complications were reported.

Manufacturer narrative:
The bone screw returned is broken at the level of the bone thread. No defect was found at the level of the breakage. The damages observed are consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screw. Fatigue damaging of the metal is consistent with the reported dates of the event with a breakage of the bone screw detected one year after implantation.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. Single ap and lateral views of a tlif done from l3-s1. L5 right pedicle screw shaft present within body. Remainder of screw has been removed. End stage degenerative disc arthritis noted t12 to sacrum. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.